Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, there was a battery life issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/22/2016 with the following findings: the pump's black box data from the date of the event had been overwritten due to continued use of the pump. The current black box showed no evidence of battery life issues. The battery compartment contained corrosion and was cracked. The pump's current draws were found to be within specifications.